Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the pancreatic stent pigtail was kinked. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.